Manufacturer narrative:
(B)(4). The field service engineer stated that the imaging module in exam room had contrast on circuit board causing malfunction of the printed circuit board. He replaced the imaging module bipl (part number (B)(4)) this solved the problem.

Event description:
The customer reported erratic collimator operation.